Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (sicd) had a ventricular fibrillation (vf) episode in which there was an untreated episode and a treated episode. A boston scientific engineer reviewed the episode and observed the data showed it was one long episode distributed over the two recorded events. The arrythmia appeared to be torsade in nature with amplitude variation resulted in undersensing and a longer than expected delay to time to therapy (ttt) of approximately 45 seconds. The rate zone was elevated (230bpm/250bpm). Given the knowledge of this amplitude variability, lowering the conditional zone with the goal of reducing ttt should be considered. The sensing counter data looked excellent for this patient to date. The engineer thinks there is a strong likelihood of being able to reduce the conditional zone based on the excellent sensing characteristics. A simulation of the data would provide a clearer idea of how much lower the zone should. Defibrillation threshold (dft) testing was performed in an attempt to simulate the data and provide a clearer idea of how much lower the conditional zone can be programmed. The results of the dft testing are unknown at this time. The system remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (sicd) had a ventricular fibrillation (vf) episode in which there was an untreated episode and a treated episode. A boston scientific engineer reviewed the episode and observed the data showed it was one long episode distributed over the two recorded events. The arrythmia appeared to be torsade in nature with amplitude variation resulted in undersensing and a longer than expected delay to time to therapy (ttt) of approximately 45 seconds. The rate zone was elevated (230bpm/250bpm). Given the knowledge of this amplitude variability, lowering the conditional zone with the goal of reducing ttt should be considered. The sensing counter data looked excellent for this patient to date. The engineer thinks there is a strong likelihood of being able to reduce the conditional zone based on the excellent sensing characteristics. A simulation of the data would provide a clearer idea of how much lower the zone should. Defibrillation threshold (dft) testing was performed in an attempt to simulate the data and provide a clearer idea of how much lower the conditional zone can be programmed. The results of the dft testing are unknown at this time. The system remains in service and no additional adverse patient effects were reported. It was reported that dft was successful with lowered therapy zones of 200bpm-220bpm, and the device remains programmed with these lower therapy zones. No additional adverse patient effects were reported.